Manufacturer narrative:
Initial and final MDR 1887404 - MDR 3003442380-2024-08055- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported by the patient's mother that her child's infusion set did not adhere properly. The issue occurred with three infusion sets and infusion set was used for between half day and a maximum of two days. No further information available.